Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using dc extension cable. Energy delivery was affected when jiggled the connectors between device and extension cable. Tested device with another cord and device would not deliver energy unless activation toggle was initiated. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected section: h3- changed to device discarded. (B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. The product is not returning. A serial number was not provided for this device and the specific product serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using dc extension cable. Energy delivery was affected when jiggled the connectors between device and extension cable. Tested device with another cord and device would not deliver energy unless activation toggle was initiated. A replacement device was used to complete the procedure. The hospital did not report any patient effects.